Event description:
Pt. Returned to or post right hip hemiarthroplasty due to displaced fem neck fracture after a one week post operative history of increasing right hip pain, swelling, and erythema with minimal drainage. CT scan showed a large posterior fluid collection (8 x 7 cm) posterior to his proximal femur. Patient found to have an infected right hip with microbial culture results positive for methicillin resistant staphylococcus aureus(mrsa). Subsequently, an exchange of femoral head component, debridement, and irrigation of periprosthetic infection was performed. Patient returned to the or for removal of femoral component, placement of articulating antibiotic spacer, debridement, and irrigation of periprosthetic infection, with implant of head: 56 mm -3 neck and hip stem in size 4 mold.